Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/28/2023 to 08/12/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 28-apr-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 28-apr-2023 in the formatted history file. There was no data available to verify/check no delivery alarm/insulin flow blocked alarm in the formatted history file for the event date of 28-apr-2023. In further full review of the pump history/traces on the event date of 06-jul-2023, there is no unexpected alarms/suspends. No delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 06-jul-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 102.05, dailytotalofbasalinsulindelivered = 47.35, dailytotalofbolusinsulindelivered = 54.7. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 07/03/2023 16:39:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/03/2023 16:41:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/03/2023 20:50:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/03/2023 21:07:43.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/03/2023 21:08:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/04/2023 09:44:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/04/2023 09:44:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/04/2023 09:45:27.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/04/2023 09:46:03.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/04/2023 14:20:50.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/04/2023 14:21:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 01:16:22.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 01:17:28.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 06:44:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 12:15:18.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 12:15:54.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 19:08:06.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 19:08:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 19:09:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 19:10:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 07/06/2023 19:11:04.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 06-jul-2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: 07/01/2023 10:36:00.000, 07/03/2023 07:33:38.000. Sensor expired alert (794) was recorded and found in the formatted history file on: 07/05/2023 01:18:32.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 07/05/2023 07:00:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 07/05/2023 07:17:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿ the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: 07/06/2023 06:45:00.000. Insert battery alarm was recorded and found in the formatted history file on: 07/06/2023 08:27:19.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 06-jul-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 06-aug-2023 at 10:55:53 pm. There was no power data available for the event date of 06-jul-2023. Unable to check power data for low battery alert. No low battery alert noted during the testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a keypad overlay peeling, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that due to an insulin flow blocked anomaly and no delivery or occlusion warning being generated during priming, the client developed hypoglycemia of 39 mg/dl and was treated in an emergency room. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue using the device and will not be returned for analysis.